Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although the medwatch had "other serious (important medical event) box checked, the customer later clarified that the patient only required additional monitoring. In discussion with cad manager, it was determined that there was no report of adverse effects caused to the patient and the additional monitoring is not considered a serious adverse effect. Therefore, the reportability of this file was revised from "serious injury" to "reportable malfunction" as there is no report of adverse effects, medical or surgical intervention required to preclude serious injury or death. Additional patient information: ethnicity: not hispanic/latino; diagnosis: pyloric stenosis.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "primary infusion was set at dextrose 5% (d5) 1/2 normal saline (ns) with 20 k+/liter at 100 ml/hr. At 2032, set secondary infusion to run 650 mg of acetaminophen in 65 ml (glass bottle of acetaminophen is 100 ml total). Returned to room shortly after 15 min secondary should have been complete to find entire 100ml of acetaminophen had infused. Pump was still pumping at 260 ml/hr (pulling from d5 1/2 ns with 20 milliequivalent (meq) k+/liter because acetaminophen bottle was empty) and indicated that it had >2 hours left in the secondary infusion. Result: patient got 1000mg acetaminophen IV instead of 650mg and received extra maintenance fluids at 260ml/hr instead of 100 ml/hr." An incomplete date of event of xx-aug-2019 was provided. The customer later stated that the patient required additional monitoring due to the event, however, there were no adverse effects caused to the patient from the event.